Event description:
Catheter was not entirely removed from isochamber and when plunger/thumb valve was pulled into closed position, the tip of the catheter was cut off. The tip of the catheter was discovered close to the swivel "wye" upon the next suctioning procedure.